Manufacturer narrative:
Unit passed the self-test, active current test, sleep current test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No failed battery test noted. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 04:27:00 after more than 7 days at 20.32 days. Battery cycle 1.0 received the low battery alert (104) on (B)(6) 2025 16:45:00 after more than 7 days at 16.25 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No insulin flow blocked alarm found in pump downloaded history during event date or two days prior. Pump was cut to perform visual inspection and found evidence of moisture damage on the electronic assembly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, missing display window/cover, scratched case, cracked case, cracked case (battery tube), battery tube threads - cracked and label damage (stained). Charge/battery lasts less than expected was not confirmed. Failed battery test not confirmed. Rewind anomaly not confirmed. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the battery life was diminished, the pump was rejecting the new batteries, unexplained no delivery alarms, and louder or slower during rewind. The customer reported no adverse event. The event involved product(s) mmt-1884l, unomedical, unk_reservoir. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for unomedical. No product return is required for unk_reservoir.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.